Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on thoraco wedge segmental resection, the device was used on the patient, from the eighth firing, the green button was pressed and the handle was squeezed, the device initially fired, but then failed to complete the firing cycle. There was no patient injury.